Event description:
A settings/memory issue was reported with the adc device. The customer reported device does not save measurements every time a glucose test was performed. As a result, customer experienced a loss of consciousness and was unable to self-treat. The customer had contact with a healthcare professional at the hospital who provided unspecified treatment, however, no further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The reported product is not expected to be returned as the device was reportedly discarded. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and freestyle reader, no trends were identified that would indicate any product related issues. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. A follow-up report will be submitted if product is returned or additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.